Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that both output connectors were broken, and additionally noted that the six case screws were contaminated, the display's red wire was pinched and its insulation compromised and that its white wire was also pinched however the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had broken atrial and ventricle connectors and that cables could not be connected. The generator was returned for service. There was no patient involvement.